Manufacturer narrative:
Findings: although user facility indicates device is available for return for eval, device has not been returned to date. Report is being filed in response to voluntary medwatch report submitted by user facility indicating previously unreported remedial action, irrigation of wound site.

Event description:
Hose rupture occurred during procedure, and a piece of rubber from the hose hit the surgeon in the head. Some or staff had ringing in their ears from the loud noise. Used a second motor to complete the procedure. There was no pt impact. Facility filed voluntary medwatch report indicating: "during use of a pneumatic drill the tubing exploded making a loud noise similar to a gunshot. The operating physician was struck on the head by a projectile. Several employees complained of headache, ear pain, and ringing. Pt was not injured. Surgery site irrigated after explosion. Case was completed uneventful."